Event description:
It was reported that, over the last year, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. It was also noted that there was no noise observed on the rv lead. Additionally, shock out-of-range rv lead measurements have been recorded at this time. Technical services discussed that the gradual rise is consistent with the physiologic process like calcification. Troubleshooting options were discussed and recommended. Subsequently, a commanded shock was performed and was successful. No adverse patient effects were reported. This rv lead remains in service.